Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak which is a known cause of the reported alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. During troubleshooting, the patient stated there was fluid on the floor and thought it was leaking from the setup but was not sure where. The technical service representative (tsr) assisted the patient in getting the supplies out and ending therapy. The patient would complete therapy with manuals that night. There was no patient injury or medical intervention associated with this event. No additional information is available.